Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units network pins are bent and will not connect to emr. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, e3 updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units network pins are bent and will not connect to emr. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that visible bent pins causing the network issue customer is experiencing. Removed and replaced executive board loaded b.17 software.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.